Event description:
It was reported that the patient passed away due to multi-system organ failure. The cause of the multisystem organ failure was determined to be due to poor underlying cardiac function.

Manufacturer narrative:
Clinical code: 3621 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported multi-system organ failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The patient outcome was not considered to be device related. The device operated as expected. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) was not explanted for evaluation. The heartmate 3 lvas instructions for use, rev. C, lists death and various forms of organ failure and dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.